Event description:
Rptr stated that pt was admitted to the hosp in 2004, for high blood glucose (630 mg/dl - 650 mg/dl, normally 110 mg/dl - 130 mg/dl). Rptr stated that pt had exhibited odd behavior (pt was acting confused), which prompted him to take pt to the hosp. Pt was treated with a saline IV and insulin injections. At the time of the report, pt had not been released from the hosp.